Event description:
It was reported that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure, performed on (B)(6) 2022. According to the complainant, during the procedure, when the integrated biliary stent was placed normally, the inner core broke in the stent. After that, another new bracket was replaced. The event prolonged the operation time and increased the operation risk. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The device will not be returned for analysis. Additional information received on october 25, 2022, and october 27, 2022: event information: the inner core of the guide catheter was found broken, outside the patient. Device outcome: unable to use. Out of box issue. Procedure outcome: procedure was completed with another flexima billary stent. Patient condition at the conclusion of the procedure: stable.

Manufacturer narrative:
Block g2: china user report notification reference number: 120320100202203093; submitted to the china competent authority, national medical products administration (nmpa). Block h6: device code: a0401 is being used to capture the reportable issue of guide catheter break. Block h11: additional information blocks a1, a2, a3 and b5 have been updated based on the additional information received on october 25, 2022, and october 27, 2022.

Event description:
It was reported that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, when the integrated biliary stent was placed normally, the inner core broke in the stent. After that, another new bracket was replaced. The event prolonged the operation time and increased the operation risk. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The device will not be returned for analysis.

Manufacturer narrative:
China user report notification reference number: (B)(4); submitted to the china competent authority, national medical products administration (nmpa). (B)(4).